Manufacturer narrative:
The result of 33.57 ug/dl was believed to be correct. The investigation determined that the service actions resolved the issue. General reagent issues were excluded because no further issues were reported and the result believed to be correct was obtained using the same reagent.

Event description:
There was an allegation of questionable iron gen.2 results from the cobas 6000 c501 module. One example was an initial result of 15.86 g/dl and repeat results of 589.61 g/dl and 33.57 g/dl. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 8458650 with an expiration date of 30-nov-2025. The field service engineer checked the analyzer. He replaced several components, including a solenoid valve. The investigation is ongoing.